Event description:
It was reported that the lead exhibited impedance of 3000 ohms. A chest x-ray revealed that the lead was not completely inserted in the device header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.